Manufacturer narrative:
Although the doctor identified nineteen (19) different lots associated with the root canal failures, the doctor could not verify which lot was used on any of the patients; therefore, no lot numbers were identified in this report. The lots involved in the alleged incidents include lot numbers 4813285, ge1112880, 148619, ge11121126, ge13070814, ge1106545, 179384, 196520, 190941, ge12081293, ge1208757, 171566, 179385, 190789, ge1208623, ge12021218, 121345101, 081349289, and 011111998. The patient had experienced pain and sensitivity and returned to the doctor's office on (B)(6) 2014. The doctor noted that the tooth was mobile and diagnosed the symptoms as a failed realseal root canal and began retreatment of the canal by cleaning, drying, and filling the canal with calcium hydroxide. A black substance was noted as present in the canal. The patient returned to the office on (B)(6) 2014 and upon re-opening the canal, it was noted that the black substance was still present; therefore, the canal was cleaned and fresh calcium hydroxide was placed a second time. On (B)(6) 2014, the patient returned for a follow up appointment. The patient's pain and sensitivity had subsided; however, the canal was still healing; therefore, the doctor cleaned out the canal and placed fresh calcium hydroxide into it a third time. To date, the patient is doing fine but is still healing. A follow up appointment has been scheduled for (B)(6) 2014. An update will be provided if any further information is obtained with regard to the patient's health status. The products involved in the alleged incidents were returned and a visual evaluation was performed, yielding results within specifications.

Event description:
A doctor alleged that since (B)(6) 2014, a total of fifteen (15) patients had experienced root canal re-treatment due to root canal failures after endodontic treatment with realseal. This is the twelfth of fifteen (15) reports.